Manufacturer narrative:
A maquet field service engineer (fse) went on-site to collect the log files for review. Evaluation of the log files could not confirm the reported problem of the ventilator shutting down while running on battery power. However, a shutdown from the mains power can be seen in the received device log files but, it can't be confirmed that this was an uncontrolled shutdown. The pre-use checks tests passed before the event and there are no entries in the technical logs that indicated a technical failure of the ventilator. No parts were replaced. Further information has been sought but the customer has since requested cancellation of the previously placed service call and does not require further assistance from maquet regarding their reported issue. No further information will, as a result, be received from the customer. The cause for the reported event cannot be determined as a result of this investigation.

Event description:
It was reported that while running the ventilator on battery power, the respiratory therapist noticed that the ventilator had shut down on the patient. There was no patient harm. Importer ref: (B)(4). Manufacturer ref: (B)(4).